Event description:
It was reported by a company representative that a generator was being setup for implant while the device was still in the sterile packaging. When attempting to apply settings, an error code was encountered and the device could not be communicated with. A wand check, a hard reset, and a tablet reset were performed. The tablet was charged, a spare tablet and wand system was used and the issue was not replicated. The device was attempted to be interrogated in multiple different rooms and equipment was turned off to rule out electromagnetic interference. Another generator was used, and interrogated immediately with no issue. A generator reset was attempted but the generator could not be communicated with. The programmer log files for the generator were received. Review of the files indicated that the generator was exhibiting a magnet inhibit state during attempted communication, which is why the error code occurred. In the case where the generator is in a magnet inhibit state, programming commands are rejected by the firmware. Review of the log files exported from the programmer indicate that the generator was in the magnet inhibit state throughout the entirety of the appointment, and was the cause of the failure to program. Additional relevant information has not been received to-date. The generator has not been received by the manufacturer to-date.

Event description:
Analysis was completed for the returned generator. No visual anomalies were noted when the generator was removed from the sterile package. An interrogation test was performed, with a one inch spacer between the generator and the programming wand. Diagnostics results were within specification. The generator was subjected to and successfully completed a final electrical test. The generator operated within specification. The reed stuck closed was not duplicated prior to opening of the generator. Comparison of shipping records and generator memory dump show that the switch closed several times while in transit before becoming semi-permanently stuck. No functional anomalies were noted with the generator while it was evaluated in the analysis.

Manufacturer narrative:
G3 date received by manufacturer (mo/day/yr), supplemental #02 report inadvertently listed date as 09/11/2018 and it should have been 09/13/2018.

Event description:
The generator was received by the manufacturer. Analysis is underway, but has not been completed to-date.

Event description:
It was concluded that a device failure occurred. No further relevant information has been received to date.